Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were both under responsive and over responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings:.1. Keypad cover is undamaged. Opened keypad cover, contrast button contact is inverted. No intermittent conditions found on keypad flex connector. Investigation did not duplicate a keypad button issue. Unrelated to the original complaint the battery compartment and pump case were noted to be cracked.